Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, capsular contracture, and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture (grade iii-IV), and lymphoma-alcl-suspected. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side ¿produced a liquid¿, "like fluid and bubbles", ¿contractures¿ (grade iii-IV), ¿seromas¿, ¿started to feel discomfort¿, "mammary gland pain with deformity pain extends to armpit region", "lymphoma and fluid that was running to the armpit", "asymmetry", "mild chronic inflammation", "synovial metaplasia", ¿just found out that these implants are just causing this problems, which can lead to breast cancer¿, pain, "retrosternal pain, cervical and lumbar pain, with irradiation of predominance of the left side, breast asymmetry, pain to palpation that increases with hormonal changes", patient felt bad and upset. Bia alcl markers not provided. Patient was prescribed kitocell without improvement. The device was explanted.. Bia alcl markers not received. The device has been explanted.